Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported feedback that the syringe the facility uses for "feedings" at their neonatal intensive care unit (nicu) is no longer compatible with syringe module. Bd received additional information. It was reported that the syringe used was a "3ml bd syringe." The user reportedly selected "1ml" syringe option instead of the 3ml option when programming the pump. Although requested, the customer did not provide the model or sku# of the syringe. Per customer, "full contents of syringe infused over about 1.5 hours when rate of medication was 0.17 ml/hr. Patient had hemodynamic instability but recovered." Although multiple requests have been sent, no additional information was provided.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a use error - user selected 1ml instead of 3ml, over infusion.

Event description:
It was reported feedback that the syringe the facility uses for "feedings" at their neonatal intensive care unit (nicu) is no longer compatible with syringe module. Bd received additional information. It was reported that the syringe used was a "3ml bd syringe." The user reportedly selected "1ml" syringe option instead of the 3ml option when programming the pump. Although requested, the customer did not provide the model or sku# of the syringe. Per customer, "full contents of syringe infused over about 1.5 hours when rate of medication was 0.17 ml/hr. Patient had hemodynamic instability but recovered." Although multiple requests have been sent, no additional information was provided.